Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, and improperly closing the surgical site have been ruled out as potential root causes. Additionally, touching or picking at the wound has been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The commercial team member observed a small suture protruding from the top incision of the patient's skin, open skin around the perimeter of the incision as well as visible drainage. Open skin was noted along the perimeter of the lower incision without visible drainage. The physician noted the incisions do not appear to be infected. However, they would follow-up with the implanting clinician for further guidance. The patient was advised not to use the device until the implanting clinician provided further instructions. An appointment was scheduled for (B)(6) 2025. The patient was evaluated on (B)(6) 2025 where the physician noted it was appropriate for the patient to resume therapy. The patient reported the suture had fallen out and they are currently doing well.